Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098898.

Event description:
It was reported that the patient experienced ineffective stimulation and one of the leads had high impedances. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead had the high impedances.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention occurred on (B)(6) 2024 wherein the lead and ipg were explanted and replaced to address the issue. It is unknown which lead was replaced. Therapy was restored.

Manufacturer narrative:
Section a4: patient weight was not provided. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098898.